Event description:
Patient undergoing laporoscopic lysis of pelvic adhesions when the rumi uterine manipulator, the surgeon was using, somehow lacerated a part of the pt's cervix. Apparently, the surgeon noted vaginal bleeding so the edges of the cervix were grasped and examined. The surgeon identified a cervical lacerations for which she placed some sutures to stop the bleeding. The bleeding did not stop so the surgeon utilized a cystoscope which allowed visualization of 2 additional areas of bleeding which was cauterized to stop the bleeding. Patient's procedure was completed and patient taken to recovery. After procedure surgeon visually examined the device, and noticed a 2mm barbed area of irregular material which she feels may have produced traumatic injury to pt's cervix.